Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. Device had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the buttons on the insulin pump have an intermittent response. Blood glucose value was 213 mg/dl. The insulin pump was replaced and returned for analysis.